Manufacturer narrative:
Concomitant medical product: a2dr01 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) leads were explanted and replaced for an unknown reason. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no capture was noted on the right atrial (ra) lead post coronary artery by pass graft procedure. It was also reported that the rv lead was suspected to be damaged due to cardiopulmonary resuscitation attempted prior.